Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer was unable to test due to meter reading errc-4. Customer's wife reported that her husband had blacked out. The wife and the customer share the same meter, as a result the wife assisted the customer back into the bed. The customer reported symptoms of numbness in the arms and he couldn't walk. There was no report of death, serious injury or third party medical intervention.